Event description:
On (B)(6) 2015, the customer was experiencing nausea, weakness, dehydration. Her blood glucose on her system was 27 mmol/l. She was transported to the hospital by her husband and admitted to intensive care with ketoacidosis and dehydration. At the hospital, she was disconnected from her spirit combo insulin pump and connected to a hospital pump. On (B)(6) 2015, she was transferred out of intensive care, disconnected from hospital pump, and connected again to her own spirit combo insulin pump. On (B)(6) 2015, still using the spirit combo insulin pump, she began vomiting. She was transferred back to intensive care, disconnected from her pump, and again connected to hospital pump. On (B)(6) 2015- in diabetes center - in the afternoon she was connected to her pump again, after which her blood glucose levels were stabilized. The patient is at the moment in good health and wearing her own pump.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.